Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: november 25, 2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the device was inspected under magnification. The complaint handpiece was received with the plunger rod completely advanced with viscoelastic residue observed distributed through the length of the cartridge. No cartridge damage was identified. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no resistance. The lens was cleaned and presented with damage to the optic body. No further evaluation was performed. The complaint issue "cosmetic" was not identified during product evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was implanted into the patient's eye, scratches were observed in the center of the optic and in the peripheral area. As a result, the iol was removed and a replacement iol was implanted. Before the iol implantation, during the preparation stage, the physician noticed a slight resistance when turning the plunger of the preloaded device, which was unusual. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.